Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted on (B)(6) 2022. The recipient was reimplanted with another advanced bionics cochlear device on (B)(6) 2022.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the bottom cover, the fantail and on the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. Scanning electron microscopy (sem) analysis revealed evidence of fatigue breaks between the fantail and the electrode ground ring. The device passed the mechanical tests performed. Photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the performance decrease. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.